Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with lithium (li) cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in (B)(6) 2016.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Correction: the manufacturers narrative for manufacturing report 2017865-2021-11488 should have been "the device is included in the battery performance alert advisory issued by abbott on 28 august 2017. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found premature depletion was not confirmed by analysis. However an abnormal transient battery voltage drop was detected. The voltage drop is consistent with li deposit in the battery."